Event description:
It was reported that the system allegedly malfunctioned during an exam. The patient was moved to another system. Patient reportedly had a serious injury, however, the details of the malfunction and the injury are unknown at this time. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.